Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the power conversion enclosure was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect power conversion enclosure has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the power conversion board would not power down when prompted by the user. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the transistor was found to be shorted. Analysis found that the reported event was related to an electrical issue.